Event description:
I had a kyphoplasty on l3 on 7/28 by dr (B)(6) at surgery center of (B)(6). During the procedure I was severely full thickness) burned with a mallet hot from the autoclave that was placed on my back creating 3 burns and then moved creating 3 lesser (mallet had cooled some) burns. I don't have a picture of the mallet but I have included a picture of the burn from day 4. FDA safety report ID# (B)(4).